Event description:
The hospital stated that the rate display dropped to 8 bpm from a set rate of 60 bpm.

Manufacturer narrative:
The display pcb inspected and found a open wire on a ribbon cable. The 3-way solenoid inspected and found to operate correctly.